Event description:
It was reported that before an unknown procedure, the runner in theatres went to open the product to hand into the scrub nurse. However, as she went to open it she noticed that it was not sealed properly. She was concerned about the sterility of the device, so did not use it but instead opened another of the same devices. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.